Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that was alarming no flow out on the screen, but was not audibly alarming. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information, however, those attempts were unsuccessful. (B)(4).